Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿the indwelling needle was returning good blood and the infusion line was unobstructed. When the infusion connector was connected, it was found that the infusion was not smooth¿. The product in use at the time is reported to be a 2000e china from lot 23045374. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23045374 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
No additional information. It was reported that bd alaris smartsite needle-free valve had flow issues. The following information was received by the initial reporter and translated into english with the verbatim: at 09:00 in the morning on (B)(6) 2023, the patient's family ran over to find the nurse. The infusion had been infused for some time, but the liquid level still did not change. The nurse immediately went to the bedside for inspection. After inspection, it was found that the indwelling needle was returning good blood and the infusion line was unobstructed. When the infusion connector was connected, it was found that the infusion was not smooth. The responsible nurse immediately replaced the infusion connector. The infusion was smooth afterward. The nurse apologized, obtained the understanding of the patient and his family, and continued the infusion.

Event description:
It was reported that bd alaris smartsite needle-free valve had flow issues. The following information was received by the initial reporter and translated into english with the verbatim: at 09:00 in the morning on (B)(6) 2023, the patient's family ran over to find the nurse. The infusion had been infused for some time, but the liquid level still did not change. The nurse immediately went to the bedside for inspection. After inspection, it was found that the indwelling needle was returning good blood and the infusion line was unobstructed. When the infusion connector was connected, it was found that the infusion was not smooth. The responsible nurse immediately replaced the infusion connector. The infusion was smooth afterward. The nurse apologized, obtained the understanding of the patient and his family, and continued the infusion.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.